Event description:
Customer reported pt came into the e.r. (ER) with diabetic ketoacidosis (dka). Pt was diagnosed with dka, pancreatitis, blurry vision, & dehydration by an m.d. In ER, lab=789 and device result = hi. Comparison was done at 11:05 am and result was back from the lab at 11:40 am. Second lab= 653 and device =287 mg/dl. Controls were in range. Customer was unsure of type of treatment given. Customer remains in the hospital.